Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display screen was cracked and unable to be read safely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 26-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 02-nov-2017 with the following findings:on investigation, the pump powered on with functioning audio tone and vibration features; however, the display screen was blank. During visual inspection of the pump, it was observed that the pump was returned with a cracked display screen. The pump powered on to a blank display. The pump was opened and test display was used; the pump was fully functional with the test display.